Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they kept having depleted battery life. The customer also reported that there was a crack where they screw the battery cap. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer mentioned blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. No damage was found on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.